Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a physical damage on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that insulin pump had a large crack wrapping around top right corner. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Insulin pump was received with cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.